Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation of the device, the user's report was confirmed. The front panel lights were blinking and an e300 error code was present on the display as a result of dust inside the sensor. Once the dust was cleaned out, both afflictions were remedied. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii xenon light source was blinking and presenting an e300 error code during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using the subject device without any patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, dust accumulated inside the scope detection sensor caused scope detection failure and made the front panel blinked. If the device could not recognize a scope while the switch of the scope detection sensor was turned on, the front panel would blink. The cause of dust inside the sensor could not be identified. It is likely that the problem was in the maintenance methods of the customer. The instruction manual of clv-190 describes the following, and the reported phenomenon might have been prevented by following the descriptions: ¿[important information ¿ please read before use]: avoid using the light source in a dusty environment. This may damage the light source.¿ olympus will continue to monitor field performance for this device.